Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tip of the stem inserter broke off into the pt and was unable to be retrieved.